Manufacturer narrative:
(B)(4). The customer returned one unit 410944l weckvista access balloon port 10mmx100mm for investigation. The returned sample was examined with and without magnification. Visual examination of the returned sample revealed that the balloon was partially detached from the cannula at the proximal end. The observed damage indicates that the balloon was over-inflated. The IFU for this product, l05459, was reviewed as a part of this complaint investigation. The IFU informs the user "fill the provided syringe with 10 cc of sterile liquid or 15 cc of air. Attach the syringe to the check valve and inflate slowly. Caution: over-inflation of the balloon may cause it to rupture. Note that 10 cc of fluid or 15 cc of air will completely inflate the balloon and further inflation is unnecessary and will increase the risk of balloon rupture.". A corrective action is not required at this time as the type of damage observed on the device is consistent with a device that has been overinflated. Unintentional user error caused or contributed to this event. The reported complaint of "burst - balloon" was confirmed based upon the sample received. The device was returned with the balloon partially separated from the cannula at the proximal end. This damage is consistent with damage found when the balloon has been over-inflated. All balloon ports are 100% inspected for inflation during the inspection process. Based upon the damage observed, unintentional user error caused or contributed to this event.

Event description:
It is reported that the inflation system of the balloon is considered as not reliable - 3 incidents: on (B)(6) 2020, 2 trocars, 2 patients, same issue: after inflation of the balloon with 10ml air, the trocar does not sufficiently seal the opening and thus slips(the balloon deflates or does not inflate enough?) Leading to a reinflation of the balloon and then a burst. On (B)(6) 2020, 1 trocar/patient: it is impossible to inflate the balloon and thus to use the trocar because the tip of the syringe has broken off in the inflation device. No clinical consequences for the patients. The duration of the procedures and anesthesia have been extended which may have been pre- judicial for the patients. The trocars have been removed and replaced with another from the previous supplier. Additional information: the patient's condition is fine, no consequence for the patients. The balloon did not burst in several pieces, just a burst and deflation of the balloon. The surgery being performed was gynecology and vascular. By several different users. The balloon fully deflated. 10ml was used for inflation for all according to users.

Manufacturer narrative:
(B)(4). The device history review for the product weckvista access balloon port 10mmx100mm lot# 73h2000360 investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It is reported that the inflation system of the balloon is considered as not reliable - 3 incidents: on (B)(6) 2020, 2 trocars, 2 patients, same issue: after inflation of the balloon with 10ml air, the trocar does not sufficiently seal the opening and thus slips(the balloon deflates or does not inflate enough?)leading to a reinflation of the balloon and then a burst. On (B)(6) 2020, 1 trocar/patient: it is impossible to inflate the balloon and thus to use the trocar because the tip of the syringe has broken off in the inflation device. No clinical consequences for the patients. The duration of the procedures and anesthesia have been extended which may have been pre- judicial for the patients. The trocars have been removed and replaced with another from the previous supplier. Additional information: the patient's condition is fine, no consequence for the patients. The balloon did not burst in several pieces, just a burst and deflation of the balloon. The surgery being performed was gynecology and vascular. By several different users. The balloon fully deflated. 10ml was used for inflation for all according to users.